Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. In addition, it was reported that the usb cable had wires exposed. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.